Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure disc calibration. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex b: b22 annex c: c20 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c0201 annex d: d02 investigation summary: field technician stated issue of failed pressure disc calibration was confirmed through asft testing. ¿ on 3-sep-24, syringe was received unboxed and with paperwork. ¿ asft disc accuracy testing failed. ¿ disc pressure board cannot be calibrated. ¿ defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace disc pressure board. ¿ failure investigation report attached to qn in sap.

Event description:
It was reported that the device had failed pressure disc calibration. There was no patient involvement.